Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation; however, images are provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that three years post port placement via left internal jugular vein, the CT examination revealed that the port allegedly had a subcutaneous leak of contrast medium. It was further reported port system was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter was returned for evaluation. Visual, microscopic visual, functional and tactile evaluations were performed. The investigation is confirmed for the reported leak and the identified catheter fracture, deformation and naturally worn, as two circumferential splits were noted approximately 3.3 cm and 4.2 cm from the distal end of the cath-lock. A partial circumferential break was noted approximately 5.2 cm from the distal end of the cath-lock. The circumferential split observed 3.3 cm from the distal end of cath-lock had jagged edges with granularity observed on the surface of the split. The edges of the circumferential split observed 4.2 cm from the distal end of the cath-lock were jagged, with a smooth and rounded surface. The edges of the partial circumferential break were also jagged, with a smooth and rounded surface. Upon infusion of the port body with attached catheter segment, leaks were noted from both circumferential splits and the partial circumferential break. Although the sample was returned for evaluation, one chest x-ray and an image taken from a coronal chest CT scan were provided for review. The investigation is confirmed for the reported leakage issue, as on the image of the coronal CT scan, there appears to hyper-enhancing substance, presumably contrast, within the port and catheter and also it appears that there is some contrast extravasation near where the catheter is redundant in the neck. The identified break is typical of flexural fatigue, which is due to the repetitive, kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that three years post port placement via left internal jugular vein, the CT examination revealed that the port allegedly had a subcutaneous leak of contrast medium. It was further reported port system was removed. There was no reported patient injury.